Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.backup vvi was observed in the laboratory and was caused by a parity error while the device was at ship settings. The device was tested using temperature chamber testing and automated test equipment and no anomaly was observed. The parity error could not be reproduced in the laboratory.

Event description:
It was reported that during stock ratation the device was found to be in back up vvi mode.